Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with error code 41541. The battery door was opened and closed. Powered on pump but the alarm returned along with the code. Battery door opened for 30 seconds and then closed. Pump powered on but the alarm returned immediately. Batteries removed, and line clamped near port. They informed that the internal battery would eventually die out within about 15 minutes. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. Complaint was no disposable, clamp tubing alarm. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.